Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Awaiting device return.

Event description:
The fms duo plus didn't alarm for high pressure. The pump did rush in the beginning with too much fluid. When the surgeon put in the second portal the fluid was flushing out with high pressure like a fountain. The thigh was during measuring indicating high pressure and they had to interrupt the surgery. It was an acl surgery they started but they ended before harvest the graft. The following additional information was received via e-mail from the affiliate on (B)(6) 2015: the patient was anesthetized in 1 hour and 45 minutes. He has a new operation time on (B)(6). He got edema in the thigh during the operation. It was no swelling or other problem the day after. The pressure in the thigh measured with stryker's pressure gauge for intra-muscular pressure.

Manufacturer narrative:
The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. All damaged parts were replaced and the unit passed all functional tests. Further, a review into the depuy mitek complaints system revealed no other complaints for this serial number in the past. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).